Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgement. The rv lead was no longer in service. No additional adverse patient effects were reported.